Event description:
Boston scientific received information that during an ablation procedure for atrial flutter, this right ventricular (rv) lead became dislodged. The following day, the rv lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a cut through the trilumen insulation, most likely occurring during explant. The proximal shocking coil was separated from medical adhesive bonding at the distal end and the distal shocking coil was separated from medical adhesive bonding at the proximal end. The helix was fully retracted and was physically intact with no signs of damage. Further testing confirmed the lead to be electrically continuous.